Event description:
It was reported that a spectrum pump failed downstream occlusion sensor test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" However test results cannot be determined through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream tubing guide was found out of specification. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted